Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.

Event description:
It was reported that the cause of death was unk. A pt notifier alert triggered for high out of range high voltage lead impedance. The pt received inappropriate therapy due to oversensing. Device behaved as programmed per technical services review of provided diagnostics. There is no allegation from a health care professional that the death was related to the device.